Manufacturer narrative:
Insulin pump received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Insulin pump was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Insulin pump passed the dat test at 0.0874 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the customer was alleging the insulin pump of under delivery of insulin. Customer stated that they experienced high blood glucose. The customer¿s blood glucose level was 271 mg/dl and 174 mg/dl. The customer was treated insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer performed high pressure test and it was not passed. The insulin pump will be returned for analysis.